Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd (B)(6) ml luer-lok¿ syringe had leakage issues. The following information was provided by the initial reporter: "once using this syringe to prepare epidural medication it ended up leaking to the table and onto the pharmacists hands."

Event description:
It was reported bd plastipak¿ 50 ml luer-lok¿ syringe had leakage issues. The following information was provided by the initial reporter: "once using this syringe to prepare epidural medication it ended up leaking to the table and onto the pharmacists hands."

Manufacturer narrative:
Investigation summary: no sample or photos received for investigation. A device history review was performed for the reported lot 2103099 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated. A closed pack was visually inspected and the correct quantity of syringes were found in the pack. Packaging for this reference is a manual work per internal procedure, operators fill the trays with the syringes. All trays are weighted in order to prove the quantity of the syringes, if weight is incorrect, the tray is refilled by the operator. Second defect reported by customer is leakage past the stopper. Leakage test was performed and no issues or leak observed. Possible root cause for short count is associated with human error. Based on the investigation results, no manufacturing related defects could be identified for leakage therefore, a cause for the reported incident could not be determined.